Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 191 mg/dl on the aviva nano system and result of 104 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.